Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, increase in pacing impedance was noted on the on the left ventricular (lv) channel. The device was reprogrammed to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.